Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned in the blister tray. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced out of the device and is advanced over the lens. The lens is advanced to nozzle entry and is crushed. We are unable to determine the root cause for the reported complaint "injector came out crown which damaged the lens when advanced". Plunger override was observed. Plunger override may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds (ophthalmic viscosurgical devices) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with the description of injector came out crown which damaged the lens when advanced. Additional information was requested. There are two medical device reports associated with this report. This is 2 of 2.